Manufacturer narrative:
Correction: the follow up information received confirmed that there were no allegations of deficiencies against this device, therefore it is not reportable.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22718. It was reported that the patient was scheduled to undergo a surgical procedure in which their internal pulse generator (ipg) would be replaced. It is unknown which of the patient's ipgs was replaced, therefore both of them are being reported on.